Manufacturer narrative:
On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: late infection in cementless tha, 6 years after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. On (B)(6) 2017 the r&d project manager performed a preliminary investigation based on the available picture and commented as follows: the image showed the implant after the removal from the patient; it is possible to notice some tissue and blood in the macrostructures, but from the received information it is not possible to connect the cause of the event to the implant. Batch reviews performed on (B)(6) 2017. Lot 092078: (B)(4) items manufactured and released on 29 october 2009. Expiration date: 2014-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup acetabular shell cc ø 54, code 01.26.54mbt, lot. 100342 (not marketed in us) (B)(4) items manufactured and released on 08 april 2010. Expiration date: 2015-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2017, the supplier of the ceramic components involved in the complaint (not marketed in the us) provided a document review, reporting as follows: the component properties and microstructure as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilization. Due to lack of ceramic parts, further investigations cannot be done.

Event description:
The patient presented to the surgeon with painful hip. Scan and hip aspirated revealed an infection. The revision surgery was completed through the harding approach and all components were removed. The femoral stem was loose with only small areas of bone on growth; the acetabular component was well fixed. An antibiotic impregnated spacer was implanted.